Event description:
Allegedly, patient was revised from a total hip due to a psuedo-tumor.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, patient was revised from a total hip due to a pseudo-tumor.